Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Insulation and conductor damage were noted at 25.1-25.6cm from the connector pin, consistent with clavicle crush damage. The sensing conductors were fractured and the inner coil was exposed at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that the patient received inappropriate high voltage therapy due to noise. Insulation abrasion in clavicle region was suspected. Lead was explanted and replaced.